Event description:
It was reported that log files were submitted for review to check for any abnormalities in flow or power. The log files captured some above baseline powers in the 7¿8-watt (w) range on (B)(6) 2024. These elevated powers were associated with pulsatility index (pi) events. Since that time the pump power/flow was stable and at the baseline of 4-5w for the remainder of the log. It was additionally reported on 12june2024 that the patient presented to the clinic with acute right ventricular failure symptoms and flow and power spikes to 7-8 liters per minute (lpm) and 7-8 watts. The normal flows were noted to be 4.5 to 5 lpm. There were high pitched ventricular assist device (vad) tones. Lactate dehydrogenase baseline was 400->547. A second set of log files were submitted for review and captured some above baseline powers in the 7-8 watts range however these higher powers were all associated with pi events. There was a slight upward trend in pump power and a slight downward trend in pi values. It was additionally reported on 14june2024 that patient was still admitted with episodes of high powers and high flows and the patient's lactate dehydrogenase (ldh) was normal of 405. International normalized ratio (inr) was 2.2 on heparin and coumadin. A third set of log files were submitted for review and captured some above baseline powers in the log with powers noted at times between 7-8w. It was noticed that the data logger was tuned on to record every hour back on (B)(6) 2024. As far as how long these higher powers are lasting, it ranges from one hour to several hours but at some time the pump powers go back to a baseline number of around 5w. It was later reported on 18june2024 that the elevated powers and flows had now returned to baseline. A fourth set of log files was submitted for review and did not record any unusual events. It was additionally reported on 20june2024 that the patient had flow and power spikes overnight and was listed for an orthotopic heart transplant (oht). Additional log files were submitted for review and captured transient power and flow elevation due to pi events.

Manufacturer narrative:
Section d4: expiration date (d4) and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported noise coming from the pump could not be confirmed. A specific cause for the noise and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, a review of the submitted log files confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. The 1st submitted log file captured elevations in pump power and flow that appeared to resolve over time. The majority of the elevations were captured during pulsatility index (pi) events. No other notable events were observed. The pump appeared to function as intended for the duration of the file. A review of the 4 other submitted log files, which contained overlapping data, captured elevations in pump power and flow that appeared to resolve over time. The majority of the elevations were captured during pulsatility index (pi) events. No other notable events were observed. The pump appeared to function as intended for the duration of the file. Multiple attempts for pump return were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1, "introduction," lists hemolysis and right heart failure as adverse events that may be associated with the use of heartmate ii lvas. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate ii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.